Manufacturer narrative:
The customer determined there was an issue with the pinch valve tubing and replaced it. No further issues were reported by the customer after this maintenance. The investigation determined the tube replacement resolved the issue. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for 9 patient samples tested with elecsys vitamin b12 gen. 2 on a cobas e411 rack. Refer to the attachment for all patient data.